Manufacturer narrative:
This report is being submitted to document the final investigation conclusions. D4. Primary UDI number was corrected. H3 device evaluated by manufacturer? Was corrected to yes. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary: the root cause of the damaged housing and the purge cassette insert was not determined. It could be due to unintended user error. The root cause of the power battery management board short circuit and burn was not determined. It could also be due to unintended user damage to the housing. The root cause of the continuous led blinking was most likely due to impella connect module malfunction. It could also be due to unintended user damage to the housing.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complaint reported that during service and repair found the front housing, rear housing, and purge drawer had damage. It appears the console may have been dropped. It was further reported that later on the front and rear housings were replaced along with the purge drawer after making the repairs the console was started. The led rapidly flashed green and the machine would not power up. Tried to power it up under battery power and it would not power on. Checked all connections and tried to power it up again under ac power. The underside of the pbm started to smoke. Powered down the console and saw the pbm had burnt. There was also slight damage from heat on the battery under the spot of the pbm that had burned. Furthermore while performing section 24 (remote link check) the rlm would not stop flashing. When the console was started the rlm would flash and not reset. I replaced the sd card, and tried another backstrap, the connections were checked as well. It appears this console was dropped. Both the front and rear housings were replaced as well as a damaged purge drawer. After replacing the housings, the console was powered on and the pbm board began to smoke and over heat causing damage to the battery below it. The pbm board and battery kit were replaced. While checking the remote link module, I found the rlm would not reset and continued to flash. The rlm was replaced. After making these repairs a pm was completed. The console functioned as expected. There was no patient involvement.